Event description:
The user facility reported that during an endoscopic procedure a patient obtained a gastric perforation while being treated for gastric antral vascular ectasia involving use of their trufreeze console. The procedure was aborted and the patient received surgery for the perforation.

Manufacturer narrative:
Through follow-up with user facility personnel, it was discovered that the nurses in the room informed the physician that the cryo decompression tube was not far enough into the stomach. After the third usage of active venting spray, the patient's stomach expanded, and the procedure was aborted. The active venting spray instructions for use states, "physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." User facility personnel were counseled on the proper use and operation of the active venting spray. No additional issues have been reported.